Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose of over 500 mg/dl. The customer also reported that the insulin pump had a blank display. Troubleshoot was performed for blank display but there is no indication if the issue was resolved during troubleshoot. As the call was disconnected because they were rushing to hospital, it could not be asked what symptoms did patient experienced and if the insulin pump was worn by the customer during hospitalization. The insulin pump is not expected to be returned for analysis.